Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed via data. The root cause could not be determined. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Upon starting the unit, the receiver was observed to be perpetually rebooting. The receiver case was opened for interior inspection and passed inspection. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.